Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained morphine. It was reported the patient confirmed the hospitalization was related to her morphine pump device and further stated she was going through withdrawals. The patient then noted the pump was kinked and they had to operate. The patient stated her pump device had been fixed and was working fine. The patient stated she had another appointment and had to go and would call back. The patient stated they had checked both the pump and stimulator device at the pump health care provider (hcp) office. The patient wanted to know if she could contact the pump representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) reported for troubleshooting, the tubing was changed and re-sutured. The cause of the pump kink was because the stitches came loose and the pain pump flopped. The patient first started experiencing the pump kink in (B)(6) 2016.